Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure the .014 hi-torque balance middleweight hydro guide wire was inserted into the sheath and noted to be fractured under fluoroscopy at the distal tip. The device was removed from the patient without incident. Another unspecified device was used to successfully complete the procedure. There was no adverse patient effect reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported tip break was unable to be confirmed however there were noted device damages. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the .014 hi-torque balance middleweight hydro guide wire was inserted into the sheath inadvertent mishandling and/or interaction with other devices resulted in the reported break/noted multiple device damages (core bends, offset coils, stretched tip coils, shaping ribbon kink, teflon coating scrapping). There is no indication of a product quality issue with respect to manufacture, design or labeling.